Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer was keep failed and required maintenance. A field service engineer (fse) had reseated the row board flat cable and swapped the row boards around, but the problem persisted. Fse then replaced the flat retractor cable, and the problem was resolved. Fse also fixed the right rail cage and bump stop. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 had failed and requires maintenance. The customer stated that they were unable to access the medication from the affected cubie, and they had to access the medications from pharmacy, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.